Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. It was reported that the circumstances leading to the issue is unknown. Pt is working with the rep. Pt has another set of programs to evaluate, and requested that the one effective program be kept. The controller is not cycling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient stated their controller would not stay on and kept turning the stimulation off. Patient said they noticed this about a week ago, but thought it had been going on for quite a while where therapy wasn't quite helping as well. Patient said today they couldn't get therapy working and was walking around bent over using their cane and back brace. Patient service specialist asked, patient said they would see the stimulation is off screen when they pressed the top white button on the controller, and would press the stimulation on button, but then the stimulation would turn off again. Patient also said it was very difficult to get the controller to turn on, and that they would have to press the white button to turn it on. During the call, patient was on group b, which patient said was what they had so far been more helpful. Patient service specialist reviewed when patient used the top white button, the stimulation on and stimulation off options will always show up and reviewed how to actually tell if stimulation was on or off on the home therapy screen (stimulation was on during the call). Reviewed with patient to use the arrow buttons to turn controller on and see if pt still thought the stimulation kept during off. Patient will monitor and follow up with doctor and rep to check settings if the issue persisted.